Manufacturer narrative:
Other applicable components are: product ID: 9735737 stealth s8 cranial software, version (B)(4). Software logs and archives were received but software analysis has not yet been performed on these files. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there were issues during patient registration. The initial trace was at 5.7 mm using the default 3d model. The model was then rebuilt using the threshold, and the 5.7 mm accuracy was also received. Auto-refine was not performed. More trace groups were added and registration did not get under 4.0 mm. Four total trace attempts were performed and touch points were added and the registration never got below 3.5 mm. The large issue that was noticed was when the surgeon was tracing, 90% of the tracing points were registered under the skin of the 3d model. To resolve the issue, the site then swapped to a different navigation system. The initial trace was 3.4 mm and the surgeon added 4 additional tracing group points and the accuracy went to 1.3 mm and then the surgeon proceeded to navigate. This was the only trace attempt, and all/most points were on the skin, not under as in the first system. The default 3d model was used and the model was not adjusted at all on the second system. The same MRI scan and instruments and tracing patterns were used on both systems. There was no impact to patient outcome and less than a 1 hour delay to the surgical time.

Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.